Manufacturer narrative:
This report is a response to report # 0733000000-2020-8034 which was received by amt from the FDA on 09/28/2020. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt has reached out to the customer in attempts to retrieve the device for examination and additional information regarding the report and the device was received for examination. The device was examined and there was no indication that a manufacturing defect caused the failure of the device. A device history review was performed and no anabolies were found for the related lot. Complaint # (B)(4) was assigned to this report. The complaint has been logged and will be used in our complaint trending process for future product enhancements.

Event description:
Per for the reporter's description of the complaint in original report #: (B)(4), "describe the event or problem: patient found with g-tube out of tract and balloon laying on bed, bedside nurse tried to re-inflate balloon and unable to do so. Water was coming out of the balloon as it was instilled. What problem did the user have (check all that apply): device failed".